Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the system and confirmed the reported issue. The distributor replaced the bellow housing to fix the reported issue.

Event description:
The hospital reported ventilator leakage. There was no reported patient involvement. During checkout, it was found that mechanical ventilation was not available due to bellow housing broken.